Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid balance test failure alarm occurred during a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in the timely manner as directed in the user's guide when an alarm cannot be resolved. The disposable cartridge was not available for eval. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instruction are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.